Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, a trunk-ipsilateral leg endoprosthesis was deployed just below the renal artery. However, the device was reportedly placed distal to the intended landing site due to tortuous anatomy. An attempt was made to reposition the device using the constraining system on the delivery catheter, but the device could not be successfully positioned. An aortic extender endoprosthesis was deployed proximal to the trunk-ipsilateral leg endoprosthesis in satisfactory position below the renal arteries. The ipsilateral limb was then deployed with a ¿pushing up¿ technique. However, the ipsilateral limb reportedly could not be pushed up completely and resulted in unintentional coverage of the left internal iliac artery. No blood flow into the left internal iliac artery was observed. No further treatment was rendered to address the vessel coverage. The patient tolerated the procedure, and the physician will continue to monitor the patient.